Manufacturer narrative:
D6b; date of explant redacted manufacturer's investigation conclusion: it was originally reported that the patient underwent a pump exchange; however, further information revealed that no pump exchange had occurred, and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . This event does not meet the definition of a complaint. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received correcting that the patient never underwent a pump exchange.

Event description:
It was reported that the patient underwent a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.